Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds which resulted in loss of capture however, the patient did not experience any asystole. Subsequently, the patient underwent a revision procedure and the lead was explanted and replaced successfully. No additional adverse patient effects were reported.